Event description:
It was reported that the patient presented remotely via merlin.net and attended a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.